Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the battery cap was not returned and all of the testing was performed with a test battery cap. The pump powers to the verify screen. The time and date were are able to be set. Menus are able to be accessed and navigated. There was no evidence of moisture or loose components inside pump. The black box shows evidence of discharged batteries being installed on (B)(6) 2014. The battery voltage at time of the replace battery alarms, vp88 and vp108. The patient was unable to navigate past the verify screen due to low voltage in replacement batteries.

Event description:
The patient contacted animas on (B)(6) 2014 reporting that they received a replace battery warning. The patient stated that they replaced the battery six times. The patient stated that the pump will not allow them to get off the verify screen. The patient stated that after they changed the battery type to alkaline the highlighted portion goes back to the hour. Customer support instructed the patient to reboot and to go straight to the confirm option. After the patient hit ok to confirm, the pump went back to highlight hour again. There is no reported adverse event with this complaint. This report is made based on the allegation of the unusual product issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.